Manufacturer narrative:
Pending investigation. D10. Concomitants: optetrak logic fit tibial tray (ref 02-012-41-4040, 2200899). Optetrak logic psc tibial insert (ref 02-012-35-4013, 2474117). Optetrak 3 peg patella (sn (B)(6)).

Event description:
As reported via legal documentation, a patient had left knee replacement on (B)(6) 2015 due to severe osteoarthritis. They underwent left knee revision surgery on (B)(6) 2022, approximately 6 years 9 months post primary procedure. Revision op report indicated loosening with chronic fracture of the patellar component and findings suspicious for loosening of the femoral component. The surgeon noted significant synovitis was encountered. There was significant osteolysis of both the medial lateral femoral condyles. Osteolysis was noted of the medial tibial plateau. The patella was found to have chronic fracture.